Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/31/2016 with the following findings: investigation, revealed a crack in the battery compartment. During investigation, the pump alarmed with a call service (cs 069) at power up. The call service 69 failure was written to the black box as a call service 87 failure. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Unrelated to this issue, investigation revealed that the audio bolus button cover torn and the keypad was missing from the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment. Evaluation also revealed that a language corruption had occurred at a component on the printed circuit board resulting in a call service alarm. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 08/31/2016.